Event description:
It was reported that the patient received an alert and premature battery depletion was observed on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. A longevity calculation was performed and found the battery depletion was within overall longevity based on the device usage. Battery depleted rapidly due to excessive charges. Tech services reviewed the device image and the device behaved as programmed.